Manufacturer narrative:
Information contained in this report also relates to submitted via emdr manufacturer report number 9617229-2022-10172. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: seroma, swelling and alcl

Event description:
Patient reported swelling, seroma and alcl diagnosis. The device remains implanted. Pathological markers confirming alcl have not been received.

Event description:
This record is for the right side.